Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed non-invasive testing and an event trace download on the ventilator. The ventilator passed 99 hours of extended tests at the customer¿s settings. The ventilator passed all alarm tests. The ventilator failed the ltv final test for a slight non-conformity with the peep pilot pressure test. This slight non-conformity would not result in a failure to ventilate properly. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the patient expired on the ventilator. The parent's fell asleep and did not respond to the ventilator alarms when the ventilator became disconnected from the patient. The patient needed to be resuscitated and was pronounced dead at the hospital.